Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported a heparin infusion was programmed to infuse a continuous dose of 12units/kg/hr per order with bolus given of 32.8 ml's. Bolus was given and the continuous infusion dose began. When the clinician returned to the room the heparin bag empty. Clinician verified with the second nurse that there was still a "large volume" of ml's left programmed on pump for volume to be infused. There was patient involvement however no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a heparin infusion was programmed to infuse a continuous dose of 12units/kg/hr per order with bolus given of 32.8 ml's. Bolus was given and the continuous infusion dose began. When the clinician returned to the room the heparin bag empty. Clinician verified with the second nurse that there was still a "large volume" of ml's left programmed on pump for volume to be infused. There was patient involvement however no patient harm.